Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm (B)(6) 2025. On (B)(6) 2025, the patient developed redness, inflammation, dry skin and an infection. On (B)(6) 2025, while accompanying his spouse to a hospital appointment, the healthcare provider (hcp) advised the patient to have his arm examined due to swelling and redness. The swelling extended from the sensor insertion site up to the shoulder and down to the back of the elbow. He visited the emergency room where the site was evaluated and the hcp determined he had a staph infection, took a biopsy of the site, and prescribed an oral antibiotic four times per day for ten days. Although the patient could not remember the name of the medication, he started taking the antibiotic prescription on (B)(6) 2025. At the time of follow up contact on 04/24/2025, additional details were provided. The course of antibiotics was completed for the staph infection on the arm, and the patient¿s condition had improved, and he recovered. The swelling and redness had subsided, and he felt much better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).